Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Unfortunately swallowed one or two pieces [accidental device ingestion] when brushing your teeth, bristles and a piece of plastic from the bristle head, solved [product complaint] case description: on 2024-08-17 a spontaneous case was reported in (B)(6) by a(n) consumer or other non health professional via call center representative (email). The report concerns a consumer. The consumer received parodontax complete protection (corsodyl/parodontax toothbrush) batch number: unknown, expiry date: unknown for indication oral hygiene. No concomitant medications were reported. This case is associated with a product complaint. On an unknown date, after an unknown time of starting parodontax complete protection,the consumer experienced a medically significant unfortunately swallowed one or two pieces (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. On an unknown date, the consumer experienced a non serious when brushing your teeth, bristles and a piece of plastic from the bristle head, solved, (preferred term: product complaint). The outcome of the event product complaint was unknown. No medical history was reported. No drug history was reported. The action taken was: for parodontax complete protection was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality for events with respect to suspect was not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "when brushing your teeth, bristles and a piece of plastic from the bristle head, solved and I had said particles in my mouth and unfortunately swallowed one or two parts before I could spit out the rest".

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Unfortunately swallowed one or two pieces [accidental device ingestion] when brushing your teeth, bristles and a piece of plastic from the bristle head, solved [product complaint]. Case description: on (B)(6) 2024 a spontaneous case was reported in germany by a consumer or other non-health professional via call center representative (email). The most recent information was received on 2024-08-23. The report concerns a consumer. The consumer received parodontax complete protection (corsodyl/parodontax toothbrush) batch number: unknown, expiry date: unknown for indication oral hygiene. No concomitant medications were reported. On an unknown date, after an unknown time of starting parodontax complete protection, the consumer experienced a medically significant unfortunately swallowed one or two pieces (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. On an unknown date, the consumer experienced a non-serious when brushing your teeth, bristles and a piece of plastic from the bristle head, solved, (preferred term: product complaint). The outcome of the event product complaint was unknown. No medical history was reported. No drug history was reported. The action taken was: for parodontax complete protection was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality for events with respect to suspect was not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. This case is associated with a product complaint. The reporter provided the following comment: "when brushing your teeth, bristles and a piece of plastic from the bristle head, solved and I had said particles in my mouth and unfortunately swallowed one or two parts before I could spit out the rest". On 2024-08-23, the following update has been provided: follow-up information was received from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: (B)(6) 2024 11:32:45: complaint sample is not available, toothbrush code is not provided, only photograph and packing lot code (B)(4), dated on (B)(6) 2024 of the complaint sample is shared through email. We have checked the retention sample of the shared packing lot code i.e. (B)(4), dated on (B)(6) 2024 record shows that this batch was produced according to specification and no deviations is observed in our process checks. From the pictures it is not clear if there are any loose bristles or tuft with any missing filaments in the toothbrush. The investigation reports concluded as inconclusive. The pqc number was reported as (B)(4).